Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-05474. This complaint will be closed as duplicate.

Event description:
Flexvision life solution quote it has been reported to philips that the flexvision pc had to be manually turned on for system to boot up. The device was outside of clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) replaced the flexvision pc which returned the device to use in good working order.